Event description:
Reporter alleged the customers lancet needle from the multiclix lancet device used in finger-stick blood glucose testing would not retract after it was fired. No actions or treatment was reported taken. A request was made for the return of the suspect device and replacement product was sent.